Manufacturer narrative:
After further evaluation, the suspect medical device was changed from arhcitect ipth, list number 08k25-29, and abbott gmbh manufacturing site to architect i1000sr, list number 01l86-40, and abbott laboratories, irving, texas as the manufacturing site. MDR number 3016438761-2020-00252-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false elevated architect intact pth result for a patient. The patient sample generated an initial result of 201 pg/ml and repeated a result of 30 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect intact pth result for a patient. The patient sample generated an initial result of 201 pg/ml and repeated a result of 30 pg/ml. There was no impact to patient management reported.